Manufacturer narrative:
Additional information: resistance was noted during withdrawal of the device but excessive force was not used. It was not realized that the device had broken until it was noticed that the radiopaque marker was still in the patient. It was believed that when the telescope was pulled back into the guide was when the detachment occurred and it seemed to have stuck in the calcium. It was believed that it would not be possible to snare the detached device so it was attempted to inflate a balloon beyond and suck the detached portion out, and also use the balloon to pull it back into the guide but this was not successful. Product analysis: the device was returned for evaluation. Analysis revealed a kink on the push member and kinks on the lumen. Part of the tip material was detached. The distal markerband had also detached. The remaining tip material was stretched, and the inner coil was exposed. No other damage noted. Correction: the lesion involved was the proximal right coronary artery (rca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one procedural video was provided for review. This video confirms the lesion presence in the distal rca. The presence or withdrawal of the telescope guide extension catheter was not provided on the images. There was no evidence of the detached tip of the telescope guide extension catheter in the vessel in these images, therefore, the reported event could not be confirmed from the video provided. Additional information: a launcher guide catheter was used. Was when the detachment occurred and it seemed to have stuck in the calcium. There were no issues noted with the launcher guide catheter. A non-medtronic balloon was used to try and suck the detached portion out, and to pull it back into the guide. The detached portion was not retrieved. No further attempts will be made to remove it. The detached portion is left in the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a 6f telescope guide extension catheter (gec), the tip of the catheter separated/detached and became lodged in the right coronary artery (rca), which had a moderate degree of tortuosity and severe calcification. The detached fragment was not able to be retrieved. A stent was delivered through the guide extension catheter, and upon retraction into the guide catheter, it was noticed that the radiopaque marker was missing, indicating it had broken off and lodged in the calcified area. No excessive force was used during insertion, and no resistance was encountered. The device was removed from packaging and prepped per IFU. The device was inspected and appeared normal prior to use. The outcome for the patient was reported as alive with no further injury.

Manufacturer narrative:
Additional information: it was believed that the telescope tip may have been damaged and then got caught in the launcher guide when it was pulled back in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.